Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a complaint history check was performed and this is the 3rd related complaint for clog on lot # 9205403. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that insulin did not flow during injection with a bd ultra fine¿ pen needles. This occurred on 7 separate occasions during use, however, the date/time is unknown. The following information was provided by the initial reporter: it was reported that there was no insulin flow during injection. Stated, was never told to prime before injection consumer is new to injection and stated, he was never told how to use pen needles.